Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) coil portion of the lead. In addition, a sudden increase in impedance was observed on the superior vena cava (svc) coil. It was further reported that a procedure was done, and a loose setscrew was found on the device. The physician then chose to upgrade the patient with a bi-ventricular device, and the implantable cardioverter defibrillator (ICD) was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Could not confirm loose setscrew. (B)(4).